Event description:
Pt's daughter reported: pt is having leakage of intestinal fluid into his abdomen. The doctor that is treating the pt now says that he can remove the mesh, but it could lead to a colostomy. The doctor says the mesh is decomposing to the point of coming out of the pt's abdomen. The mesh was placed in 2001. During follow-up, the initial report additionally noted that the mesh is imbedded in the intestines.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.